Event description:
Boston scientific received information that the lead safety switch (lss) had tripped on the right atrial (ra) lead due to high impedance measurements. There were many atrial tachycardia response events stored that noted noise. Noise was also generated during isometrics. The lss was reset and this lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.